Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the suction cylinder (s-cylinder) had no color; the guide wire does not rise up at all, due to damage on knob wire (k-wire) stopper; the inside of light guide (lg) lens had stain; the distal end was shaved and had residual liquid; and the adhesive around objective lens had a crack. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
It was reported to olympus that the duodenovideoscope lever for the albarran was defective. During evaluation, the following reportable issue found air/water tube, inside light guide (lg) lens and distal end had foreign material. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
Correction: the UDI number was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the air/water channel, air/water cylinder, and residual liquid at the tip, it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. It is likely that the dirt inside of the light guide lens was due to physical stress due to hitting the tip of the scope, dropping the tip, etc., or injury due to the chemical solution used. It is also likely that the adhesive around the klight guide lens came off due to medical stress, etc., and moisture entered the light guide lens, causing corrosion. The detection method for foreign material is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures for foreign material are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. The detection method for dirt in the light guide lens is described in the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.